Event description:
Caller called to report that on (B)(6) 2017 her family member experienced back pain on the left side and cardiac problems. They went to the hospital and learned that the mesh that was implanted on (B)(6) 2016 for hiatal hernia repair; had wrapped around the esophagus. Open surgery was performed to try and remove the mesh but, only fragments could be removed due to scar tissue growth. The physician deemed the mesh could not be removed in its entirety and that the hernia came back.